Event description:
The olympus representative reported on behalf of the customer, during preparation for use for a therapeutic laparascopy procedure, the 4k camera head presented no image while being used with the visera 4k ultra high-definition camera control unit. The intended procedure was completed with another device with no surgical delay. The visera 4k ultra high-definition camera control unit was working as intended. No patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. There was no image due to a faulty cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.